Manufacturer narrative:
Evaluation: a user carton, labeled as containing iab s/n j1457611, was returned for evaluation. Visual inspection of the carton contents revealed an unused, sealed insertion kit, lot wj. There was no user documentation in the carton. No iab was observed to be present within the box. Probable cause of difficulty: on 9/24/97, co was advised of an iab missing from a user carton at washington hosp. Upon investigation co discovered the following: 1. Iab in question, s/n j1457611, was shipped to the facility on 12/31/96. It was part a one iab shipment sent to this account on that date. Federal express documentation indicated that the total shipment weighed 3.20 pounds. 2. Serial number j1457611 did not appear on any other shipment in a check of co's computer files, only on order #c39351 for washington hosp in fremont, ca. This type of complaint is extremely rare. Given co packaging and shipping process, it is extermely unlikely that a kit could be shipped without an iab, although co position is to assume the customer is correct. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to this facility (via federal express). If the iab shipments to this facility (via federal express). If the iab was not present in the user carton, the shipment would have weighed less which would have been reflected in the recorded weight. As you can see, the weight of the shipment is not consistent with the rpt'd problem. This scenario makes it extremely unlikely that a kit can be shipped without an iab. Co does know of instances where an account may require a second iab in an emergency situation and the iab is taken from another kit, leaving the user carton - and the insertion kit - on the shelf. There is also the user carton - and the insertion kit - on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred.

Event description:
When the user carton was opened, there was no iab in the box. (Event complications: unk-reported 9/24/97.) (Pt's current status: unk-rpt'd 9/24/97.